Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The caller stated they removed the box but left the leads implanted and needed an MRI of the brain to check for a possible stroke. It was reviewed that according to our records everything was explanted and caller stated they had paperwork from a healthcare provider (hcp) stating they could not remove the leads during the surgery. The patient was redirected to their healthcare provider to further address the issue. The pt was advised to have the hcp check via x-ray or fluoroscopy and caller stated they have documentation that leads were not removed and the ins was taken out. Caller stated per the paperwork from hcp, failed ipg battery by using fluoroscopy and noticed the ipg isolated in left gluten region followed from region used radiopaque and up in epidural space determined a hemominotomo had been utilized to put paddle lead at t8 and t9 level and determined the leads could not be removed according to the tools available. The ipg was removed and as much as subcutaneous lead as possible in the left gluten.

Manufacturer narrative:
Continuation of d10: product ID 748940, serial# (B)(6) implanted: (B)(6)2005, explanted: (B)(6)2015, product type: extension. Product ID 748940, serial# (B)(6), implanted: (B)(6)2005, explanted: (B)(6)2015, product type: extension. Product ID 3998, lot# j0546506v, implanted: (B)(6)2005, explanted: (B)(6)2015, product type: lead .section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6), ubd: 12-aug-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.